Manufacturer narrative:
(B)(4). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history log files of the received sample were read and analyzed. No hints for a deviation of the delivery accuracy were found. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and was slightly contaminated. The sealing was missing, but the cover caps were available. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to en 60601-2-24 was performed. All measured values were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Event description:
As reported by the user facility ((B)(4)): parvolex infusion commenced at 02:15 500 mls over 4 hours = 125 mls per hour. Double check with staff nurse at time of setting. Checked at 06:15 when due to finish - machines states 4 minutes remaining and 8 mls. When checked IV bag has approximately 250 mls of fluid remaining. Therefore infusion not run through at correct rate even though programmed to. Details of injury. No injury reported. Action taken. Infusion stopped. Machine taken out of circulation. Sister in charge informed.

Manufacturer narrative:
(B)(4). The device is currently shipping from the user facility to (B)(4) for investigation. A follow-up report will be provided when the inspection results become available.